Event description:
It was reported that the patient experienced swelling and pain at the ipg site. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.

Event description:
Additional information received indicates that the swelling and pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient is experiencing swelling and pain at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.